Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. H6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while cutting the ampulla, the cutting wire of the dreamtome rx 44 broke, and it was stuck in the endoscope. It was reported that the device was not fully out of the scope while the operator was cutting. The procedure was completed using an alternate device; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), "warning: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope."